Event description:
On (B)(6) 2012, the reporter contacted animas to report an issue with the insulin on board function of the pump in calculating a combo bolus. The issue was not resolved, as the patient was unavailable for troubleshooting. The technical support representative contacted the patient or reporter, however was unable to reach her by telephone. There was no reported patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2019 with the following findings: during investigation, the complaint regarding iob was reported on (B)(6)2012, according to the pump history the pump was in use until (B)(6) 2018. Therefore, all black box and pump history have been overwritten. Due to another issue that was reported on pi (B)(4), the complete testing for the insulin on board was unable to be completed due to a blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.